Manufacturer narrative:
The pump was not in manufacturing mode. The pump trace download analysis confirmed the pump alarmed power error , power loss alarm and replace battery alert. The power management tool confirmed power error, power loss alarm and replace battery alert, was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window, cracked keypad at select button, cracked case(battery tube), cracked case, cracked battery tube threads, cracked retainer and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had physical damage and battery issues. The customer's blood glucose at the time of incident was 21 mmol/l. Customer reports that the insulin pump has a crack due to being dropped. The insulin pump will be returned for analysis.